Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was not duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No disposable alarm messages with multiple power down, pump turned off, pump turned on were found in the pump's event history logs after disposable attached. Signs of fluid ingression found on pump by the chassis base of the downstream occlusion sensor, which possibly caused the issue. Downstream occlusion sensor will be replaced.

Event description:
It was reported that cadd legacy pump device runs intermittently. The event occurring during bench test. No patient injury reported.